Manufacturer narrative:
G4:17nov2020. B4:03dec2020. A power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the red (alarm)led being detached from the trace; thus, not making contact on the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22oct2020; b4: 28oct2020. During failure investigation, the ventilator produced the "alarm led (light emitting diode) failed" diagnostic code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
The customer reported that the unit is turning itself on. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the ui (user interface) assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4:(B)(6)2021 b4:22jan2021 a ui (user interface) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the customer complaint could not be confirmed. The root cause is undetermined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.